Manufacturer narrative:
All of the buttons functioned properly during testing however, moisture damage was found on the keypad traces during our visual inspection. No button error alarm or unexpected numbers scrolling during our testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and the numbers are scrolling continuously. Customer does not recall any significant events leading to the error, but indicated that it happened while using the bolus wizard. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.